Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported there is defective printing. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows one syringe barrel number '40' with an incomplete number '4'. Another syringe barrel has the '50ml' with an incomplete 'ml'. No other defects or imperfections were observed. This condition occurs if there is a jam during the syringe barrel printing process. A device history record review was completed for provided material number 301037, lot 4341459. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 301037 batch#: 4341459. Verbatim: a customer of ours reached out to us about an issue they found with 6 pieces of the abovementioned part number. In their complaint, the customer stated that the issue was ¿defective printing/missing words¿. Additional information: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Reported to qosina on february 27. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? Customer complaint states ¿feedback from our packaging dept., found out part below received with a defective from the lot above. Kindly provide us the credit note on this part. Thank you. 3. ¿any adverse event or serious injury reported to patient or health care professional? Customer complaint states ¿feedback from our packaging dept., found out part below received with a defective from the lot above. Kindly provide us the credit note on this part. Thank you.